Event description:
Customer reported that the sensor was reading low between 40 and 50 mg/dl but her blood glucose was around 250 mg/dl. Customer stated she stopped using the glucose monitoring system because of the issues with the low sensor readings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.